Event description:
The clinic reported that a laser vision correction patient presented with painful left eye one day post treatment. The surgeon noticed striae and slipped left flap. The patient underwent flap repositioning. The best corrected visual acuity (bcva) od: 20/20, 20/25+ os.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of this report - (B)(6) 2013. Date received by manufacturer - (B)(4) 2013. Placeholder.